Event description:
During preventative maintenance of the device, the user reported that the occluder knob dial indicator was missing. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Note: the reported complaint was confirmed. The root cause was attributed to damage.